Event description:
Information was later received that the patient developed an infection with their new generator. It was reported that the patient is a known picker. MFR ref #1644487-2024-00888 houses the report of the infection with the patient's new generator.

Event description:
It was reported that during a battery replacement, the surgeon noticed an issue at the patient¿s neck incision. The incision was revised to find that the anchor had come to the surface. The anchor was removed as surgeon felt it would be structurally fine. There is no indication that the anchor tether detached from the nerve. No other relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; proposed second level coding - protrusion to capture incidents of a device being visible under the skin. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.